Event description:
With further investigation engineering determined that there was no discrepancy with the ECG trunk cable.

Event description:
Engineering triggered an investigation regarding the ECG trunk cable. A discrepancy with the ECG trunk cable attached to the device could affect the ability to monitor a pt through ECG leads.